Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 79 mg/dl. After testing her glucose, the customer went to the doctor. She passed out while at the doctor's office and went into a diabetic coma. The doctor tested her glucose at 49 mg/dl using another meter. The customer did not mention treatment, but most likely she was treated with glucose. The customer did not have any test strips left that gave her the reading of 70 mg/dl. Her meter is to be returned for evaluation. A new contour meter kit was sent to the customer.